Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Another filter was successfully placed without pt complications. It was indicated difficulty was encountered with the carrier system during filter placement. This difficulty caused a delay in deployment. Flushing was intermittent during this delay. Co believes these factors may have contributed to this event. Co's directions for use state: "the introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release."